Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that she found a tampon with string falling apart because of which she had to manually remove the tampon and experienced pledget unraveled. She stated with another tampon, string was caught in the applicator, used it anyway and experienced string falling apart and pledget unraveled.